Event description:
The mst (B)(4) distributor reported that during an iol explantation, using a 19g packer/chang iol cutter, dfh-00012, one of two blades broke off. The blade was removed and there was no patient impact.

Manufacturer narrative:
The returned product had very little post-surgery residue, no discoloration, and no rust/corrosion. The blade broke off-of the time at the base of the blade and the intact tine/blade is bent. This result indicates that the cutter was used on a material too thick or too hard.